Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40's mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.